Event description:
It was reported the dermatome device cut the graft incorrectly. During a skin graft recovery procedure, after taking the graft, the skin split in half. The device was in contact with the patient, however, it is reported there was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.